Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) that, following the original case, they were going to take the patient to the operating room (or) but the patient opted not to have the surgery and the hcp programmed the pump to minimum rate mode. The hcp restarted the pump at a lower rate and then increased it to the their normal rate. At a refill on (B)(6) 2024, they expected 13.7ml and aspirated 13.4ml. Per the hcp, clinically, the patient was doing great. The hcp wanted to know why the pump seemed to be operational now. Per the hcp, they were thinking that, at the pump replacement, they had left 10ml of water in the new pump, diluting the drug, but the manufacturer representative was sure that was not the case. Before the pump replacement surgery, they did a dye study and there were no issues but in the or, on the new pump, they tried to aspirate and were unsuccessful. It was noted that, on (B)(6) 2023, the hcp attempted a side port aspiration and was unsuccessful.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implanted pump for spinal pain indications and fbss leg/back. It was reported that the patient had their pump replaced on (B)(6) 2023 and they were unable to aspirate the catheter. The patient's pump was filled with 14 ml of drug and discharged. The patient came in for a refill and the expected residual volume was 3.1ml and the actual residual volume was 13.5ml and the patient complained of increased pain. The caller stated that they tried to aspirate from the catheter access port (cap) and were unsuccessful. The patient's pump showed no alarms. A catheter revision was discussed.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2017. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 10-feb-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.